Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The bellows assembly was cleaned and reseated proactively, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported during pre-use checkout the bellows stopped moving for a while and then started again. There is no report of patient involvement.